Manufacturer narrative:
D4): device serial number unk h3): the device was discarded, thus no investigation could be completed. H6): great vessel perforation is a known risk of complication with use of the glidelight device. Submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative or the national competent authority that the content of this report is complete or accurate, that the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to an alleged death or deterioration in the state of the health of any person.

Event description:
A lead extraction procedure commenced to remove a right atrial (ra) and a right ventricular (rv) lead due to bacteremia (cied system/pocket infection). Spectranetics lead locking devices were inserted into each lead to provide traction. Beginning with an 11f spectranetics tightrail sub-c rotating dilator sheath on the ra lead, smooth progress was made through the innominate vein. A spectranetics 14f glidelight laser sheath was used next, progressing without issues to the innominate/superior vena cava (svc) junction. Slow advancement was made down to the end of the svc, with fluoroscopy showing the lead tight against the medial/inside wall. The lead then took an acute angle back toward the patient''s head, with the tip of the ra lead embedded in the right atrial appendage (raa). The physician chose to change devices, and while pulling the 14f glidelight from the body, the patient''s blood pressure dropped and a large pericardial effusion was detected via echo imaging. Rescue efforts began immediately, including rescue balloon, chest compressions and sternotomy. Significant clots and bleeding were noted from the svc area; the surgeon clamped the svc and stopped the remaining bleeding with his fingers. The svc was perforated from the bend (near the innominate vein), down to almost the bottom of the svc. Patient was placed on bypass; the ra and rv lead were removed via the heart, and the surgeon was then able to repair the svc perforation. After the repair, the patient was stable and was sent to ICU. This report captures the 14f glidelight in use in the area when the perforation occurred, requiring intervention. There was no alleged malfunction of any spectranetics devices in use during the procedure.